Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button reportedly has to be pressed multiple times for appropriate response. The patient claimed keypad was intact. There was no adverse event associated with this complaint.